Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy about 3 months ago and the ipg was inoperable. It is unclear if the ipg depleted prematurely. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.